Manufacturer narrative:
Evaluation method: device history record review. Results: visual inspection of the returned product found a fiber on the lens optic. The lens was returned in liquid. The fiber was analyzed and the fiber was found to be polypropylene, found in surgical gown tissue. A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was found to be the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a highly probable cause of the event is lens contamination in and around the handling process prior to the loading of the lens. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, fiber on lens. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated a cc4204a collamer aspheric single piece lens was taken out of the vial and a small fiber was noted on the lens. The lens was irrigated but the fiber could not be removed. There was no patient contact. The reporter stated they have had a problem in the past where fibers from paper covers, gowns etc., were being deposited on lenses, so they were not sure where this fiber came from.